Manufacturer narrative:
(B)(4). D10: 183014 - vanguard cr ilok fem-rt 75 - (B)(6); 189120 - vngd ant stblzd brg 10x83 - (B)(6); 184788 - series a pat thin 37x8.6 3 peg - (B)(6); 141236 - biomet cc cruciate tray 83mm - (B)(6); 110035368 - biomet bc r 1x40 us - (B)(6); 110035368 - biomet bc r 1x40 us - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 1 month post-op, the patient presented with pain, swelling, instability, and increasing patella alta. The patient underwent patellar tendon repair due to inferior pole rupture. Afterward, the cerclage wire failed resulting in an additional repair which again failed. Subsequently, the patient underwent a revision due to pain, swelling, flexion contracture, and chronic patellar tendon rupture. During the revision, the initial tibial and revised patellar implants were retained. The bearing and femoral components were revised and an extensor mechanism allograft reconstruction completed without complications. The patient demonstrated satisfactory progress with strength and ambulation with no further complications. Attempts have been made and no further information has been provided.